Event description:
Customer stated the cgm system has caused her to experience highs. Blood glucose has gone up 20 to 40 points. Customer stated her blood glucose has 170 to 400 mg/dl. Customer declined being transferred to troubleshoot issues. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.